Event description:
During an ablation procedure, the generator booted to a white screen and would not boot up. Multiple reboots were performed with no resolution. The procedure was cancelled. There were no known patient consequences.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the field reported event of failure to start up was confirmed as the generator would not boot and displayed a white screen during the evaluation. The generator was connected to an external monitor and a checksum error appeared. The reported failure to start up was confirmed. The root cause was isolated to a depleted cmos battery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.